Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the device ripped off the outer packaging, the tube and the connecting end were separated and could not be used. The device has been replaced. There was no patient harm.